Manufacturer narrative:
Name - medtronic minimed city - (B)(6) state - (B)(6) zip code - (B)(6) based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that the patient experienced infusion set leakage event on 11 mar 2026. The leakage was at the site.